Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an inaccurate high issue with his one touch ultrasmart meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified time on (B)(6) 2011. He obtained glucose results of '327, 309, 472, 324 and 322 mg/dl' on the subject meter, which he felt were inaccurate high compared to his feelings/normal values. He stated that he manages his diabetes with humalog and lantus (self adjuster) and due to the alleged inaccurate high results for the past 3 months, he increased the dose of his humalog medication by 10u more. Most recently, he administered this increased treatment on (B)(6) 2011, at 10:30 pm. The patient claimed 'a couple of hours' after the alleged issue started he felt 'fidgety, clammy, tossed and turned, and unresponsive'. In response to his symptoms, on (B)(6) 2011, at 1 am a non-health care professional treated him with a glucagon injection. There was no other device available at the time of the concern. During the initial call with customer service, the agent noted that the patient did not have the test strips available at the time of call. However, it was also noted that the patient was using the meter set to the correct unit of measure. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia which required intervention after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on november 12, 2011 with the following findings: the meter has passed testing with no faults found. The patient did not provide the lot number to the test strips he was using at the time the alleged issue occurred nor did the patient return any vial of test strips back to lfs. Since a lot number was not provided by the patient, lifescan is unable to conduct test strip evaluation for this complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.